Manufacturer narrative:
(B)(4). Batch # m55u27 the analysis found that one psee60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr45b cartridge was loaded on the device. The cartridge was received unfired and in good visual conditions. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Please note that if the reverse switch does not return the knife to home position the jaws will not open. Ensure that the battery pack is securely installed and the instrument has power and then, try the knife reverse switch again. If the knife does not return, use the manual override. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: please confirm what happened with the device when it "would not release". Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Did the jaws of the device eventually open? What troubleshooting steps were attempted to open the device (knife reverse switch, manual override)? Did the jaws of the device eventually open? If no, how was the device removed from the tissue? Additional information received: sorry, I cannot find any additional information other than the device failed to fire. The nurse that brought it to me could not recall which surgeon was using the device.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would not fire and would not release according to a note on the device. It is not known how the procedure was completed. There were no adverse consequences for the patient reported.